Manufacturer narrative:
H10: h3,h6:the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a cut used ultrabutton. A functional evaluation could not be conducted, sutures are cut. Product is single use only. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the graft was mounted on the ultra button adjustable suspension system. The graft was trapped with ultrabraid and passed through the suspension system. It passed the entire tibial tunnel and articular space, but at the moment of starting to climb the femoral tunnel, the ultra-button sutures were not tense despite the fact that the white threads were pulled strongly to try to raise them. The system was raised with both threads (tabby and green), they passed through the tunnels, and the plate was positioned. The tabby threads were taken and they began to pull until finding the division of the sutures that allowed the graft to rise and take position in the femoral space, but when performing this maneuver, the sutures did not rise and the graft was not positioned properly. When trying to adjust and reduce the ultrabutton handle, it was blocked before the graft fully occupied the femoral canal; therefore, the amount of graft that the specialist wanted to leave within the bone was not left. They tried to adjust or return the handle a little to adjust it but it did not work, the handle was totally blocked. The implant did not work optimally. Multiple attempts were made to be able to raise the graft and handle the suspension system sutures adequately. The doctor cut the threads, took out the implant using forceps and fixed with another that worked correctly. There was no significant delay or other complications. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.